Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: unknown finn femoral component, catalog #: unknown, lot #: unknown. Unknown finn tibial tray, catalog #: unknown, lot #: unknown. Unknown finn bearing, catalog #: unknown, lot #: unknown. Unknown finn patella, catalog #: unknown, lot #: unknown. This investigation is still considered to be closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09346, 0001825034-2017-09347, 0001825034-2017-09349, 0001825034-2017-10492, 0001825034-2017-10493.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oss femoral, cat#: unknown lot#: unknown, unknown oss tibial tray, cat#: unknown lot#: unknown. Initial reporter: umberto cottino, matthew p. Abdel, kevin I. Perry, kristin c. Mara, david g. Lewallen, and arlen d. Hanssen ¿long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses¿ j bone joint surg am 2017;99:324-30. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09346, 0001825034-2017-09347, 0001825034-2017-09349. Product location unknown.

Event description:
It was reported in a journal article that there were five cases of superficial wound infections that occurred post-operatively. No additional patient consequences were reported.